Manufacturer narrative:
One cadd solis pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of error 41171 was verified. The event log was unable to be downloaded. Service found faulty software during the investigation. Service will replace the microprocessor board. Use testing was performed. The problem source is the defective component.

Event description:
Information was received that the cadd solis vip pump had error 41171. No reported adverse effects.